Event description:
Patient reported the up arrow button on the infusion device is not working. Patient stated the plastic is also torn. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the up button are lacerated. The damages did not influence the functionality of the insulin pump. The button function was tested successfully and comply with the product specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.